Event description:
It was reported that erosion was noted when a pt returned for a second urethral bulking implant injection. The physician felt the erosion was the result of the pt's very short urethra and that he did not have adequate space to maneuver while he was lining up the needle for injection. Consequently, he did not get a deep enough injection which led to the erosion. The pt did not have any symptoms associated wtih the erosion, but the physician decided to prescribe estrogen cream to assist the tissue re-epithelized over the urethral bulking implant material. The physician re-examined the pt two weeks after the second injection. The pt was dry and the tissue was fully healed. No further complications have been reported.